Event description:
During coil embolization of an aneurysm, while advancing the guidewire (gw) through the microcatheter excel 18 bs (mc), the physician noted that the coating of the gw was stripped away. The mc and gw were removed as a unit from the pt's vessel without any difficulty. A new mc and gw were used to completed the procedure. There was no adverse effect to the pt. Reportedly, the gw was inspected prior to use and no kink or problems were identified. Continuous flush was maintained within the mc.